Event description:
During the procedure when the gdc 10-soft sr stretch resistanct synerg detection circuit was advanced to the lesion, resistance was felt. Because the coil couldn't move at all, it was pulled with a renegade-18 infusion catheter. When the delivery wire was pulled out of the body, the coil was broken. There were no complications reported with the patient as a result of this event.